Manufacturer narrative:
Customer complaint was not duplicated; however, the aspiration tube was bent, the irrigation tube was twisted and the ring holding the irrigation tube to the body of the handpiece was stretched.

Event description:
Handpiece could not be calibrated during a cataract extraction procedure. Another handpiece was used.